Event description:
A malfunction on the pump was reported, displaying malf 12, though no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted with resetting the pump by technical support, and the malfunction did not recur. The customer was instructed to call back if the malfunction recurs, and they understood these instructions.